Manufacturer narrative:
One used 19 fr solopath recollapsible sheath and expander were returned for evaluation. Visual inspection revealed that the sheath appeared partially collapsed which is consistent with the sheath being inflated and then deflated. The expander was not returned inside of the sheath but separately. The fairing tip was present at the end of the expander and did not appear to have been dislodged. The sheath appeared to be kinked throughout its length. No other anomalies were noted with the sheath. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the kink was introduced in the sheath due to torsional forces exerted while inserting the sheath into the patient anatomy. The inability to aspirate or flush the sidearm is likely due to the kink in sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to the lot number being unknown. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the physician was unable to aspirate from the sidearm of the solopath re-collapsible sheath. There was difficult access into tortuous anatomy, and they were hesitant to swap the sheath after placement. No harm to patient and the sheath was removed with no issues. The patient was reported to be in stable condition. Additional information was received on april 4, 2019. The procedure was tavr case completed without complication. When the issue arose with inability to aspirate side arm, they were concerned about clotting. The device was flushed prior to the case however, they did not flush the device once the difficulty with aspirating occurred. There was a .035 stiff braided wire in the solopath when this occurred. Additional information was received on april 8, 2019. There was no kink noted when the device was removed from the package. The device was not flushing even before advancing it over the amplatz extra stiff wire, it was already collapsed. The stopcock was confirmed to be completely opened before inserting it and the device was not flushing and when the device was in place it was not drawing back.